Event description:
Abbott diabetes care received a medwatch report which reported the following information: a healthcare professional reported unspecified quality issue with an adc device and that the "patient is switching to dexcom for ease of use". No additional information was provided. The healthcare professional did not consent to adc customer service follow-up therefore, no follow-up attempts were performed for this case. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections h-6, and h-10 were incorrectly documented in the previous initial MDR report. These sections have been updated.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a healthcare professional report unspecified quality issue with an adc device and that the "patient is switching to dexcom for ease of use". No additional information was provided. The healthcare professional did not consent to adc customer service follow-up therefore, no follow-up attempts was performed for this case. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.